Event description:
It was reported that the sys would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sram was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.